Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient had come to the clinic 3 different times to have their valve checked, and two of the times it was at 0.5, and the other time was changed, but it was unknown what it changed to when the valve should have been at 2.0. All 3 times the valve was a different setting then it was supposed to be. The magnetic influence guide was provided. The valve was reprogrammed each time. The patient's status at the time of the report was alive-no injury.